Manufacturer narrative:
Qn# (B)(4). A photo was provided for evaluation. It can be observed a pleur evac unit in use, and the ats connector p/n 152753 is marked to indicate that the leak is that section. No issues were observed. Dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. A functional inspection of the product involved in the complaint could not be conducted since the product was not returned. No additional tests were performed as part of this complaint investigation. The device history record of batch number 74l2000190 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No non conformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled and inspected according to our specifications. Customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved on this complaint. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility neither is being manufactured at the time. If defective sample becomes available at a later date this complaint will be updated as applicable.

Event description:
It was informed that despite making the connection correctly, the pleur evac did not seal correctly which caused it to drain through the connection that is highlighted in the photo.